Event description:
Information received by medtronic indicated that insulin pump had low battery alarm or short battery life and replace battery alarm. Customer did receive a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. The battery cap was not loose, cracked or damaged. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device was returned for analysis.

Manufacturer narrative:
S/w version: 4.11e. Retainer ring = black. On (B)(6) 2021 customer alleged pump's battery lasting less than 1 week. Pump successfully downloaded traces and history files using thus. Pump passed active current measurement, self test, and displacement test. However, unit received with unexpected battery power loss and had high sleep current. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Swapped pcba 1 board with a test board and sleep current measurement passed. Low battery alerts confirmed in the pump history on (B)(6) 2021 at 12:07am and on (B)(6) 2021 at 10:25am. Therefore, battery change occurred in less than 1 week. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. In summary, customer allegation for pump's battery lasting less than 1 week was confirmed during testing where unit didn't pass sleep current. Swapped pcba 1 board with a test board and sleep current measurement passed. Problem isolated to pcba 1. (B)(4).